Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus and blood glucose lowered to 102 mg/dl. Customer addressed bg with sugar tablets and carbohydrates. At the time of report, customer's bg was 138 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.